Event description:
It was reported that the display of the programmer was broken. The programmer will be returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the display of the programmer was broken. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer had a broken display overlay.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.